Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) in (B)(4) alleging his onetouch verio iq meter was displaying inaccurately high readings compared to another meter as well as an emergency medical services (ems) meter. The patient also alleged the subject meter powered off after use. The complaint was classified based on the customer care advocate (cca) documentation as well as from additional questions obtained during a follow up call with the patient on (B)(6) 2013. The patient reported on (B)(6) 2013 at 8:33 pm the patient tested on the lfs meter and obtained a reading of ¿25.4 mmol/l¿ and then the meter shut off. The patient reportedly tested on a back up onetouch ultra meter and obtained a reading of ¿11.6 mmol/l.¿ based on statistical methodology the calculated difference of the results exceeds the expected value of (B)(4) when obtained within 30 minutes. The patient reported using a combination of medications to manage his diabetes including apidra, 60 units and 12-15 units depending on blood glucose (bg) readings 4 times a day and at bedtime. The patient also reported using levemir 60 units and 12-15 units depending on bg readings twice a day and metformin 500 mg per day. The patient reported he does not count his carbohydrate intake. The patient reported his normal bg readings are approximately ¿10 mmol/l¿ if they drop below this value he has symptoms of ¿diabetic shock¿ and if they are higher he has symptoms of sweating and does not feel well. The patient reported he normally tests 12 or more times per day. The patient reported in response to the alleged inaccurate reading of ¿25.4 mmol/l¿ he took an increased dose of insulin. The patient reported 20 minutes later he developed symptoms of ¿sweating, eyes popping out of head and neck swelled up¿ which he associated with low bg. The patient reported contacting a diabetes hotline and after speaking to the diabetic center at the hospital, called ems on his behalf. The patient reported upon arrival ems obtained a reading of ¿2.1 mmol/l¿ and ems gave him IV glucose as a result. The patient reported he was transported to the hospital at approximately 9 pm on the day of the alleged issue and he was given orange juice and peanut butter which had little effect, and he was treated with IV glucose. The patient reported he was admitted and kept for overnight observation. The patient reported he also suffers from reiter¿s syndrome (reactive arthritis) which always is affected by an abnormal bg. The patient reported 3 days prior to contacting lfs he also obtained a reading of ¿28.6 mmol/l¿ and had a similar situation. There were no additional details regarding the alleged event. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement at the time of testing, and his test strips and test strips vial were in good condition. The patient was found to be using the correct testing steps and an approved sample site for testing. However a control solution test was not run due to the patient not having any control solution at the time of the call. This complaint is being reported as an adverse event because the patient claims due to the meter issues, he overcorrected with insulin, developed symptoms of suggestive of hypoglycemia and required treatment from a healthcare professional. (B)(4).

Manufacturer narrative:
Follow-up # 1 ¿ (08/07/2013). The patient¿s meter and test strips have been returned on 7/29/2013 and 7/22/2013, respectively, and evaluated by lifescan product analysis on 7/31/2013 and 8/1/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 (08/30/2013)-product evaluation: the retain test strips failed the performance testing with blood and were found to be high at 100 mg/dl. A device history record for the blood glucose meter was completed and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.